Event description:
An intraocular lens was reported to have had a labeling discrepancy. The dioptic power on the primary label (17.od) did not match that on the secondary label (17.5d). The actual power of the lens was 17.0d.